Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a low impedance warning, decreasing impedance and decreased p wave measure ment. It was further reported that the right ventricular (rv) lead exhibited a polarity switch and chronically high impedance. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.